Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device triggered elective replacement indicator (eri), even though the estimated explant indicator in (B)(6) 2022 was 1 year. Because of this, the physician proceeded with an explant procedure, without complications. No additional adverse patient effects were reported. Device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device triggered elective replacement indicator (eri), even though the estimated explant indicator in (B)(6) 2022 was 1 year. Because of this, the physician proceeded with an explant procedure, without complications. No additional adverse patient effects were reported.